Event description:
A surgeon reports that an intraocular lens with a milky, cloudy appearance was explanted and replaced. More info has been requested.

Event description:
Additional information provided by the reporting surgeon indicates that a yag was performed prior to the lens exchange with no improvement noted in the pt's complaint of blurred vision.